Event description:
This report is the result of trend analysis of problems. The site had an overhead monior suspension system come half way out of the ceiling mount. The monitor did not come down all the way and no person was injured in this event.